Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The xience pro x is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that prior to the percutaneous coronary intervention procedure, when pulling out a 4.0x18 rx xience pro x drug-eluting stent (des) system from its dispenser coil, without difficulty, to prep this device, it was noted that the proximal shaft had separated into two pieces, very close to the indeflator hub. There was no patient involvement. The procedure was successfully completed with another xience pro x sds. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Visual inspections were performed on the returned device. The separation was confirmed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The xience pro x is currently not commercially available in the us; however, it is similar to a device sold in the us.